Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, after deploying the foot inside the artery, the physician retracted the device in an attempt to position it against the anterior wall, but proper positioning could not be obtained. It seemed that plaque located in the posterior arterial wall was interfering with proper positioning. The physician made multiple attempts to position the device; however, unsuccessfully. The device was removed from the patient groin and a second proglide was attempted with the same result. However, the second device was not removed, the physician continued needle deployment, suture harvesting, device removal and knot advancement toward the arteriotomy. After knot advancement continuous arterial bleeding was still observed. The sutures were removed and a 7 fr sheath was placed followed by manual arterial compression to achieve hemostasis. It was indicated that when the first attempted proglide was removed, an attempt to flush the device with saline was done, and nothing would come out from the marker lumen, the marker lumen was obstructed. After completion of the procedure the physician indicated he believes the posterior plaque might have been grabbed by the sutures of the second attempted proglide, contributing to the lack of hemostasis. The patient was anticoagulated with heparin and that was also considered as a contributing factor. There was no adverse patient sequela. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty positioning the foot against the arterial wall was not confirmed. Reportedly, an attempt was made to reuse the device in the opposite groin. An unsuccessful attempt to flush the device with saline prior to reuse was made. The proglide instructions for use indicate this device is intended for single use only. Because the device had already been attempted in the right groin, the marker lumen could have been become obstructed with biological matters and cause the reported inability to flush the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The second proglide referenced is being filed under a separate medwatch report number.